Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to loss of residual hearing. The patient was reimplanted with a new device during the same surgery.